Manufacturer narrative:
Concomitant medical products: baxter 250ml bag, 0.9% nacl injection usp, lot w5j09c2, jan 2017, therapy date (B)(6) 2015.

Manufacturer narrative:
Concomitant product: fentanyl bag, therapy date (B)(6) 2015. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fentanyl 5000mcg/250ml programmed to infuse at 5ml/hr (100mcg/hr) was discovered empty in 2.5 hours. When the infusion was discontinued the pump recorded a volume infused of 9.7ml. The patient was difficult to rouse and had dilated pupils. There were no significant changes in the patient's vital signs, and no report of permanent patient harm.

Manufacturer narrative:
The customer¿s report of fentanyl infusing faster than programmed was not confirmed. Physical inspection noted the device to be in good condition. There were no anomalies observed with the disposable set. Analysis of the pcu event log shows that at 12:37 pm on (B)(6) 2015 the device was programmed to infuse fentanyl 5000mcg/250ml at 5ml/hr with a vtbi of 250ml. At 2:39 pm, the device was channeled off. There were no alarms prior to the device being channeled off. Less than one minute later the device was again selected, and the previous infusion was restored, however the infusion was not started and the device was again channeled off. The total volume recorded as being infused is 10.162ml. Functional testing found the device to be delivering fluid within specification. There were no leaks observed with the primary set. The root cause was not identified.